Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Exact implant date is unknown but was in (B)(6) 2021. Initial reporter's address 1: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary fully covered stent was implanted in the common bile duct for the treatment of cholangitis post pancreatectomy during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2021. The patient's anatomy was not tortuous and was not dilated prior to stent placement. On (B)(6) 2022, during a routine removal procedure, the stent could not be removed with forceps. The stent remains implanted and the next steps will be discussed with the radiology department. There were no patient complications as a result of this event.